Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
Final analysis of the pump found significant corrosion and moisture in the gear train of the motor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a confirmed motor stall noted in event logs with no motor stall recovery recorded. Patient experienced withdrawal with underdose symptoms and was being managed on oral meds. Replacement surgery was scheduled and pump will be sent back for analysis. The patient's outcome was alive with no injury and no adverse event. The drug being used in the pump was bupivacaine, clonidine and morphine.